Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, implanted: (B)(6) 2015, product type: implantable neurostimulator. Refer to manufacturer report #3004209178-2018-16389. For details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had new devices implanted due to normal depletion, and the settings on their new devices were way off. They said they were double the settings they needed. The patient could turn therapy on or off, but they couldn't control the settings. The patient said when they turned on the stimulation it shoots the voltage. The patient had to turn off the stimulation last night because it was too strong. It was messing up their speech. A message was sent to the rep to call the patient. The rep responded by saying they had seen the patient and they were "all good." There were no further complications reported.